Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, withdrawal difficulties, stent damage and a stent dislodgement occurred. Access was obtained through the radial artery. The 90% stenosed, de novo target lesion was located in the moderately tortuous, non-calcified mid circumflex artery. Without predilating, a 3.0x16mm taxus liberte was unable to cross the lesion twice, due to the "roughness of the lesion." While pulling the stent delivery system (sds) back into the 5 french non-bsc guide catheter, the proximal stent struts dislodged. It was not possible to pull the stent back into the guide catheter. The guide catheter with the stent on the tip was pulled back until the distal tip of the sheath. Since the device could not be pulled back further the stent was deployed in the radial artery with the delivery balloon. Via the femoral artery, the physician treated the lesion with a 3.0x18mm non-bsc stent. During treatment with the non-bsc stent, the pt experienced chest pain due to a side branch subocclusion. The chest pain resolved after rewiring the vessel, and dilating with an unspecified 2.0mm balloon. No additional pt complications were reported and the pt's current condition is listed as "good". Medications - pre-procedure: aspirin, clopidogrel, betablocker, oral nitrates. During procedure: heparin, intravascular nitroglycerine, verapamil. Post-procedure: aspirin, clopidogrel, statins, betablockers, nitrates.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.